Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-dec-2015, UDI#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via the manufacturer's representative (rep) regarding a patient who was receiving 3 mg/ml of dilaudid at 0.6 mg/day via an implantable pump for spinal pain. On (B)(6) 2020, it was reported that the hcp was unable to aspirate from the catheter during a standard pump replacement procedure due to eri. The hcp dissected to removed 9 cm for the spinal segment and replaced the pump catheter piece. A back table prime was completed to get the drug from the reservoir to the tip of the new pump segment. The removed catheter pieces were discarded. The patient had no signs or symptoms of loss of therapy and there were no known environmental/external/patient factors that might have led or contributed to the issue. The physician intended to monitor the patient to see if an additional catheter revision would be needed in the future. It was unknown if the issue was resolved at the time of the report. The patient¿s medical history included current/former smoker.